Manufacturer narrative:
(B)(4). Date sent: 11/16/2023.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2023. D4: batch #291c29. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. In addition, a tyvek was received along with the device. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 291c29, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2023. Additional information was requested, and the following was obtained: please provide more details for "can not use" did the device cut? Yes, but cut line did not complete. Was the cut line fully circumferential around the target tissue? No. Who fired the device? Hcp. Who removed the device? Hcp. What was the users experience with the device? Surgeon changed a new device to continue the surgery.

Event description:
It was reported that during an unknown procedure the device could not be used. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Please provide more details for "can not use", where within the gap setting scale was the orange indicator prior to firing? 2. What confirmation was received that the device was fully fired? 3. Did the device staple? 4. Was the staple line complete? 5. Were there any staples missing from the staple line? 6. What was the shape of the staples (b-formation, irregular, legs straight)? 7. Were the staples deployed into the tissue? 8. Were the staples seen in the surgical field? 9. Did the device cut? 10. Was the cut line fully circumferential around the target tissue? 11. If the device fully cut, were both tissue donuts present? 12. If the device fully cut, were both donuts complete? 13. How many counter-clockwise revolutions were used to open the device? 14. How was it confirmed that the anvil was free from the tissue prior to removing? 15. After firing was the adjusting knob turned ½ to ¾ revolutions? 16. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? 17. Who fired the device? 18. Who removed the device? 19. Was the safety reset prior to removal? 20. What was the users experience with the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.